Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jan-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding during menstruation, prolonged menstrual cycles, excessive, frequent menstruation, lupus and as a result of the lupus developed a blood clotting disorder, necessitating blood thinners that resulted in having strokes in 2012 and 2016. A partial hysterectomy was performed and no surgery to remove essure was performed. Only the event heavy bleeding during menstruation, prolonged menstrual cycles, excessive, frequent menstruation is regarded as anticipated according to the reference safety information for essure. The other are unanticipated events. During essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur. In this case, she experienced heavy bleeding during menstruation, prolonged menstrual cycles, excessive, frequent menstruation about three years after essure insertion. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other events, considering their nature and that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy bleeding during menstruation, prolonged menstrual cycles, excessive, frequent menstruation"), systemic lupus erythematosus ("lupus"), the first episode of cerebrovascular accident ("as a result of the lupus developed a blood clotting disorder, necessitating blood thinners that resulted in having strokes in 2012 and 2016") and the second episode of cerebrovascular accident ("as a result of the lupus developed a blood clotting disorder, necessitating blood thinners that resulted in having strokes in 2012 and 2016") in a female patient who received essure (ess205) for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida. In (B)(6) 2005, the patient started essure (ess205). In 2006, the patient experienced psoriasis ("psoriasis") and fibromyalgia ("fibromyalgia"). In 2008, the patient experienced menorrhagia (serious criteria medically significant and clinically significant/intervention required), systemic lupus erythematosus (serious criterion medically significant), dysmenorrhoea ("severe pain during menstruation, dysmenorrhea"), pelvic pain ("severe pelvic pain when not menstruating"), abdominal pain lower ("severe lower abdominal pain and cramping when not menstruating"), dyspareunia ("pain during intercourse"), migraine ("migraines"), dysgeusia ("metallic taste in mouth"), rash pruritic ("rashes and itching"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), depression ("depression") and anxiety ("anxiety"). In 2012, the patient experienced the first episode of cerebrovascular accident (serious criterion medically significant). In 2016, the patient experienced the second episode of cerebrovascular accident (serious criterion medically significant). On an unknown date, the patient experienced hypercoagulation ("as a result of the lupus developed a blood clotting disorder, necessitating blood thinners that resulted in having strokes in 2012 and 2016"). The patient was treated with antithrombotic agents and surgery (partial hysterectomy on (B)(6) 2008 during which her uterus was removed, no surgery to remove essure). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, systemic lupus erythematosus, dysmenorrhoea, pelvic pain, abdominal pain lower, dyspareunia, migraine, dysgeusia, rash pruritic, vaginal discharge, vaginal infection, fatigue, weight fluctuation, depression, anxiety, psoriasis, fibromyalgia and hypercoagulation had not resolved and the first episode of cerebrovascular accident and second episode of cerebrovascular accident outcome was unknown. The reporter considered menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain lower, dyspareunia, migraine, dysgeusia, rash pruritic, vaginal discharge, vaginal infection, fatigue, weight fluctuation, depression and anxiety to be related to essure (ess205). The reporter provided no causality assessment for systemic lupus erythematosus, the first episode of cerebrovascular accident, the second episode of cerebrovascular accident, psoriasis, fibromyalgia and hypercoagulation with essure (ess205). The reporter commented: as a result of the lupus diagnosed in 2008, she developed a blood clotting disorder, necessitating blood thinners that resulted in having strokes in 2012 and 2016. On (B)(6) 2008 she underwent partial hysterectomy in the light of her continued symptoms (excessive, frequent menstruation and dysmenorrhea). Since her partial hysterectomy, she had not had surgery to remove the essure micro-inserts and still suffers from the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2006: hysterosalpingogram result was full occlusion of fallopian tubes. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding during menstruation, prolonged menstrual cycles, excessive, frequent menstruation, lupus and as a result of the lupus developed a blood clotting disorder, necessitating blood thinners that resulted in having strokes in 2012 and 2016. A partial hysterectomy was performed and no surgery to remove essure was performed. Only the event heavy bleeding during menstruation, prolonged menstrual cycles, excessive, frequent menstruation is regarded as anticipated according to the reference safety information for essure. The other are unanticipated events. During essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur. In this case, she experienced heavy bleeding during menstruation, prolonged menstrual cycles, excessive, frequent menstruation about three years after essure insertion. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other events, considering their nature and that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy bleeding during menstruation, prolonged menstrual cycles, excessive, frequent menstruation"), systemic lupus erythematosus ("lupus"), the first episode of cerebrovascular accident ("as a result of the lupus developed a blood clotting disorder, necessitating blood thinners that resulted in having strokes in 2012 and 2016") and the second episode of cerebrovascular accident ("as a result of the lupus developed a blood clotting disorder, necessitating blood thinners that resulted in having strokes in 2012 and 2016") in a 26-year-old female patient who had essure (ess205) (batch no. 12279890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity (son in 2005). Previously administered products included for an unreported indication: depo provera from 7-oct-2005 to 7-jan-2006. Concurrent conditions included obesity, gastroenteritis, inflammatory bowel disease, nausea, vomiting, diarrhea and chest pain. Concomitant products included diazepam, fentanyl, ibuprofen, metoclopramide, ranitidine hydrochloride (zantac), topiramate and warfarin. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced psoriasis ("psoriasis"). On (B)(6) 2008, 2 years 2 months after insertion of essure (ess205), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), dysmenorrhoea ("severe pain during menstruation, dysmenorrhea"), pelvic pain ("severe pelvic pain when not menstruating"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), fibromyalgia ("fibromyalgia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes"), skin disorder ("skin conditions") and headache ("headaches"). In 2008, the patient experienced abdominal pain lower ("severe lower abdominal pain and cramping when not menstruating"), dysgeusia ("metallic taste in mouth"), rash pruritic ("rashes and itching"), vaginal infection ("vaginal infections") and anxiety ("anxiety"). On (B)(6) 2010, the patient experienced depression ("depression"). In 2012, the patient experienced the first episode of cerebrovascular accident (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and localised infection ("infection on right pointer finger"). In 2016, the patient experienced the second episode of cerebrovascular accident (seriousness criterion medically significant). On an unknown date, the patient experienced hypercoagulation ("as a result of the lupus developed a blood clotting disorder, necessitating blood thinners that resulted in having strokes in 2012 and 2016") and back pain ("back pain"). The patient was treated with antithrombotic agents and surgery (partial hysterectomy on (B)(6) 2008 during which her uterus was removed, no surgery to remove essure). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, systemic lupus erythematosus, dysmenorrhoea, pelvic pain, abdominal pain lower, dyspareunia, migraine, dysgeusia, rash pruritic, vaginal discharge, vaginal infection, fatigue, weight fluctuation, depression, anxiety, psoriasis, fibromyalgia and hypercoagulation had not resolved and the last episode of cerebrovascular accident, vaginal haemorrhage, female sexual dysfunction, localised infection, rash, skin disorder, headache and back pain outcome was unknown. The reporter provided no causality assessment for fibromyalgia, hypercoagulation, psoriasis, systemic lupus erythematosus, the first episode of cerebrovascular accident and the second episode of cerebrovascular accident with essure (ess205). The reporter considered abdominal pain lower, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, localised infection, menorrhagia, migraine, pelvic pain, rash, rash pruritic, skin disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: as a result of the lupus diagnosed in 2008, she developed a blood clotting disorder, necessitating blood thinners that resulted in having strokes in 2012 and 2016. On (B)(6) 2008 she underwent parial hysterectomy in the light of her continued symtoms (excessive, frequent menstruation and dysmenorrhea). Since her partial hysterectomy, she had not had surgery to remove the essure micro-inserts and still suffers from the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on 1-jan-2006: total bilateral occlusion . Concerning the injuries reported in this case, the following one were reported via medical records confirming events dysmenorrhea, abdominal pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy bleeding during menstruation, prolonged menstrual cycles, excessive, frequent menstruation'), systemic lupus erythematosus ('lupus'), rheumatoid arthritis ('rheumatoid arthritis') and multiple episodes of cerebrovascular accident ('as a result of the lupus developed a blood clotting disorder, necessitating blood thinners that resulted in having strokes in 2012 and 2016') in a 26-year-old female patient who had essure (ess205) (batch no: 12279890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity (son in 2005). Previously administered products included for an unreported indication: depo provera from on (B)(6) 2005 to on (B)(6) 2006. Concurrent conditions included obesity, gastroenteritis, inflammatory bowel disease, nausea, vomiting, diarrhea and chest pain. Concomitant products included amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall), bupropion hydrochloride (wellbutrin), diazepam, fentanyl, ibuprofen, methotrexate, metoclopramide, prednisone, ranitidine hydrochloride (zantac), topiramate, topiramate (topamax) and warfarin. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced psoriasis ("psoriasis"). On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), dysmenorrhoea ("severe pain during menstruation, dysmenorrhea"), pelvic pain ("severe pelvic pain when not menstruating"), migraine ("migraines/headaches"), rash pruritic ("rashes and itching/general itchy rash"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), rheumatoid arthritis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes"), skin disorder ("skin conditions"), headache ("headaches") and fibromyalgia ("fibromyalgia") and was found to have weight increased ("weight fluctuation/weight gain"), 2 years 2 months after insertion of essure (ess205). In 2008, the patient experienced abdominal pain lower ("severe lower abdominal pain and cramping when not menstruating"), dysgeusia ("metallic taste in mouth") and vaginal infection ("vaginal infections"). On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("anxiety"). In 2012, the patient experienced the first episode of cerebrovascular accident (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and localised infection ("infection on right pointer finger"). In 2016, the patient experienced the second episode of cerebrovascular accident (seriousness criterion medically significant). On an unknown date, the patient experienced hypercoagulation ("as a result of the lupus developed a blood clotting disorder, necessitating blood thinners that resulted in having strokes in 2012 and 2016") and back pain ("back pain"). The patient was treated with antithrombotic agents, botulinum toxin type a (botox), duloxetine hydrochloride (cymbalta), hydrocortisone, vitamin d nos (vitamin d) and surgery (partial hysterectomy on (B)(6) 2008 during which her uterus was removed, no surgery to remove essure). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, systemic lupus erythematosus, dysmenorrhoea, pelvic pain, abdominal pain lower, dyspareunia, migraine, dysgeusia, rash pruritic, vaginal discharge, vaginal infection, fatigue, weight increased, depression, anxiety, psoriasis, hypercoagulation and fibromyalgia had not resolved and the last episode of cerebrovascular accident, rheumatoid arthritis, vaginal haemorrhage, female sexual dysfunction, localised infection, rash, skin disorder, headache and back pain outcome was unknown. The reporter provided no causality assessment for hypercoagulation, psoriasis, rheumatoid arthritis, systemic lupus erythematosus, the first episode of cerebrovascular accident and the second episode of cerebrovascular accident with essure (ess205). The reporter considered abdominal pain lower, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, localised infection, menorrhagia, migraine, pelvic pain, rash, rash pruritic, skin disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: as a result of the lupus diagnosed in 2008, she developed a blood clotting disorder, necessitating blood thinners that resulted in having strokes in 2012 and 2016. On (B)(6) 2008 she underwent parial hysterectomy in the light of her continued symtoms (excessive, frequent menstruation and dysmenorrhea). Since her partial hysterectomy, she had not had surgery to remove the essure micro-inserts and still suffers from the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2006: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one were reported via medical records confirming events dysmenorrhea, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: plaintiff fact sheet, new event rheumatoid arthritis were added. Event weight fluctuation updated to weight gain. Treatment and concomitant drug were added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy bleeding during menstruation, prolonged menstrual cycles, excessive, frequent menstruation"), systemic lupus erythematosus ("lupus"), the first episode of cerebrovascular accident ("as a result of the lupus developed a blood clotting disorder, necessitating blood thinners that resulted in having strokes in 2012 and 2016") and the second episode of cerebrovascular accident ("as a result of the lupus developed a blood clotting disorder, necessitating blood thinners that resulted in having strokes in 2012 and 2016") in a 26-year-old female patient who had essure (ess205) (batch no. 12279890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity (son in 2005). Previously administered products included for an unreported indication: depo provera from (B)(6)2005 to (B)(6)2006. Concurrent conditions included obesity, gastroenteritis, inflammatory bowel disease, nausea, vomiting, diarrhea and chest pain. Concomitant products included diazepam, fentanyl, ibuprofen, metoclopramide, ranitidine hydrochloride (zantac), topiramate and warfarin. On (B)(6)2005, the patient had essure (ess205) inserted. In 2006, the patient experienced psoriasis ("psoriasis"). On (B)(6)2008, 2 years 2 months after insertion of essure (ess205), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), dysmenorrhoea ("severe pain during menstruation, dysmenorrhea"), pelvic pain ("severe pelvic pain when not menstruating"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), fibromyalgia ("fibromyalgia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes"), skin disorder ("skin conditions") and headache ("headaches"). In 2008, the patient experienced abdominal pain lower ("severe lower abdominal pain and cramping when not menstruating"), dysgeusia ("metallic taste in mouth"), rash pruritic ("rashes and itching"), vaginal infection ("vaginal infections") and anxiety ("anxiety"). On (B)(6)2010, the patient experienced depression ("depression"). In 2012, the patient experienced the first episode of cerebrovascular accident (seriousness criterion medically significant). On (B)(6)2015, the patient experienced dyspareunia ("pain during intercourse"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and localised infection ("infection on right pointer finger"). In 2016, the patient experienced the second episode of cerebrovascular accident (seriousness criterion medically significant). On an unknown date, the patient experienced hypercoagulation ("as a result of the lupus developed a blood clotting disorder, necessitating blood thinners that resulted in having strokes in 2012 and 2016") and back pain ("back pain"). The patient was treated with antithrombotic agents and surgery (partial hysterectomy on (B)(6)2008 during which her uterus was removed, no surgery to remove essure). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, systemic lupus erythematosus, dysmenorrhoea, pelvic pain, abdominal pain lower, dyspareunia, migraine, dysgeusia, rash pruritic, vaginal discharge, vaginal infection, fatigue, weight fluctuation, depression, anxiety, psoriasis, fibromyalgia and hypercoagulation had not resolved and the last episode of cerebrovascular accident, vaginal haemorrhage, female sexual dysfunction, localised infection, rash, skin disorder, headache and back pain outcome was unknown. The reporter provided no causality assessment for fibromyalgia, hypercoagulation, psoriasis, systemic lupus erythematosus, the first episode of cerebrovascular accident and the second episode of cerebrovascular accident with essure (ess205). The reporter considered abdominal pain lower, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, localised infection, menorrhagia, migraine, pelvic pain, rash, rash pruritic, skin disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: as a result of the lupus diagnosed in 2008, she developed a blood clotting disorder, necessitating blood thinners that resulted in having strokes in 2012 and 2016. On (B)(6)2008 she underwent parial hysterectomy in the light of her continued symtoms (excessive, frequent menstruation and dysmenorrhea). Since her partial hysterectomy, she had not had surgery to remove the essure micro-inserts and still suffers from the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6)2006: total bilateral occlusion concerning the injuries reported in this case, the following one were reported via medical records confirming events dysmenorrhea, abdominal pain most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication, lot number were added. Events vaginal haemorrhage, female sexual dysfunction, localised infection, rash, skin disorder, headache, back pain were added. On (B)(6)2018: medical record was received- all relevant medical history, concurrent condition, concomitant medication added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.